Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2024. H6 component code: g07002 pending evaluation of returned device. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2024. H6 component code: g07002 pending evaluation of returned device. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/29/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, one opened sample that pertain to product code nw3718. In order to evaluate the condition of the returned sample, the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined; it was noted unusual color on the strand (is not black). An analytical characterization experiment, performed on black silk sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these black-colored sutures in current overwrap packaging to lose their black color, but it is not known how many decontamination treatments would be necessary to achieve this. The needle was tested by resistance test to needle and met the requirements. In further investigation, it was found that the needle was shipped to hsa for further analysis due to the needle breakage. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Needle did not fall into the patient. Could you kindly specify the exact meaning behind the statement '6 foils were broken during surgery'? Does the term 'foils' refer to needles, or does it indicate something else? I seek clarification to accurately comprehend the situation. When dr open the foil( suture ) he saw that discoloration of suture and during surgery thread were broken. Foils not referred to needle. 6 foils means 6 quantity of sutures a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: mwr-(B)(4).

Event description:
It was reported that a patient underwent a trabeculectomy procedure on (B)(6) 2024 and suture was used. During the procedure, at the time of surgery surgeon opened the foil and found that suture in white color and 6 foils were broken during surgery. The 6 foils were broken, and suture were found white in color after opening. Is it a potential adverse event: no. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product received for analysis was identified. Further evaluation was performed. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the suture attachment of the needle. The needle was received in one piece. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces could not be examined due to the orientation of the crack. The evaluation of the sample revealed the fracture axially oriented in the suture attachment area of the needle. The fracture surface could not be examined. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.